Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001260165

Event description:
It was reported that a 49-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 425cc on the left, and 4500cc on the right side, silicone breast prosthesis experienced right-sided silent rupture and left-sided capsular contracture grade unknown post procedures. The patient reported possible rupture of right side and possible capsular contracture on left- patient states that the left has been hard for a long time. The health care professional confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on march 21, 2023 indicated that the patient also experienced unexplained symptomatic symptoms including symptoms: breast implant illness, pain, inflammatory symptoms, brain fog, anxiety, itching, dizziness, lack of concentration, high ana levels, asymmetry/. Patient stated that she has right breast pain that is lateral but radiates across the breast, she is concern about rupture since last mamo 2-3 months ago after which these symptoms began. The rupture was symptomatic. H6 health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 7, 2023 indicated that the right side rupture was confirmed by health care professional, left side capsular contracture grade is ii, and was diagnosed via physical examination. The patient scheduled for removal without replacements on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).